Event description:
A report was received stating a ventilator experienced a device alert subsequently causing the ventilator to stop ventilating the patient. Though requested, information regarding treatment intervention was not confirmed. There was no harm to the patient reported. There was no death or serious injury associated with this event.

Manufacturer narrative:
(B)(4). Covidien technical support assisted the user facility with troubleshooting the referenced device via phone. The user was suggested to replace the graphical user interface (gui) central processing unit (cpu) to resolve the reported issue. During a follow-up with the user facility, the device was found to be repaired and returned to clinical use without further issue.